Manufacturer narrative:
D9: 8/8/2025. Received one device. The dso showed a no disposable error during testing" was confirmed with visual inspection and functional testing. Found downstream occlusion sensor (dso) non-responsive. Replaced dso sensor, bezel and seal. Upon further investigation, found upstream occlusion sensor (uso) seal separating. Replaced uso seal. Performed dso/uso calibration and occlusion tests. Performed performance verification tests (pvt) , unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion showed a no disposable error during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.